Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/20/2023. The following additional information was received: received information as following from sales rep via phone today. After contacting with the hospital, the hospital reported that during the surgery, the tissue layer of intraoperative sewing was cervix, and the suturing method was interrupted suturing. The hospital did not provide more detailed information about this event. As a result of this event, the surgery time of the patient was prolonged (with specific delay of unknown), and the blood loss increased (with specific amount of blood loss unknown). The patient has been discharged smoothly currently. No subsequent adverse event report was received. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/6/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: were there any patient consequences? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2023-07490 & 2210968-2023-07494.

Event description:
It was reported that a patient underwent a cervical conization curettage lower ring surgery under general anesthesia on (B)(6) 2023 and suture was used. During the procedure, the doctor cut off a portion of the patient's cervix and sutured the wound. The first suture was used, and the suture broke from the tail of the needle at the beginning. So the same batch of suture was applied, and the second suture broke with a gentle pull when it was halfway tied. After successfully tying the knot again, the surgery was completed. There were no patient consequences reported. Additional information was requested.